Manufacturer narrative:
PMA 510(k): k913859 and k083641. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that the 15mm connector of a bivona adult tts tracheostomy tube was too large, which made the tube "too tight to pull out" when connected to a swivel connector. The event occurred while patient was in homecare nursing and was observed by a family member while the tube was being disconnected from ventilator for cleaning. The cuff was filled with sterile water and cuff patency was tested prior to use. An emergent tracheostomy tube change was required due to the incident. The incident was considered resolved. No permanent injury was reported.